Event description:
It was reported that pump touchscreen had poor responsiveness and that pump screen shut off too quickly, with screen consistently turning off when customer pressed ¿1¿ and sometimes after pressing ¿2,¿ despite screen not being damaged or set to an incorrect timeout. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset, screen cleaning, and setting changes without success, then planned to use multiple daily injections as backup therapy while technical support arranged a warranty replacement pump, provided setup instructions for the new pump, and instructed customer to place old pump in storage mode and return it using prepaid shipping.